Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Photo review: the returned pictures show multiple iols. The photo for the serial number reported in this file shows iol in the iol case. Iol appears to be positioned correctly in the iol case. No damage can be confirmed from the attached photo. Additional observations were as follows: iol returned positioned correctly in the iol case. Solution is dried on the iol. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "defective". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was defective. Additional information has been requested.